Event description:
(B)(4). It was reported that an m3 screw was missing from a flat panel arm. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There is no expiration date for this product. The actual device was evaluated in the filed on (B)(4) 2012. Evaluation summary: a stryker field service technician identified a missing m3 screw on a flat panel suspension while on site for a service call. It is unk how this device came to be with a missing m3 screw. A possible cause may be due to a service technician or hospital staff removing it and not placing it back in the intended location. This possibility, however, could not be confirmed as the screw was missing. Upon evaluation by the field service technician. In this particular circumstance, the technician reinstalled an m3 screw, and verified the screw was secure. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm/flat panel; thereby serving to keep the flat panel attached to the suspension. If the m3 screw is not in place, there is a risk of the flat panel detaching from the suspension. In this particular instance, there was no reported pt involvement, and no adverse consequences as a result of this malfunction. This is not a single use device.